Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump that does not turn on was confirmed and reproduced during product evaluation. The root cause of the reported condition was determined to be a defective main battery and a broken power cord. The main batteries and the power cord were replaced to resolve the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not turn on; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.